Event description:
It was reported that externalized conductors were observed via review of fluoroscopy. Patient noted to have recurring vt. Lead will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that the lead was capped and replaced.